Manufacturer narrative:
This report is submitted on july 14, 2022.

Event description:
Per the clinic, the patient experienced an infection and abscess which was treated with IV antibiotics. The patient was hospitalised and the abscess was evacuated. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.